Event description:
It was reported that the ellik bladder evacuator was broken.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned photo sample noted one opened (without original packaging), used ellik reservoir. Visual inspection of the photo sample noted one of the bulbs broken from the ellik reservoir. This does not meet specification per "missing or damaged components are not allowed". A potential root cause for this failure mode could be ¿damaged components received from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Note: for use with resectoscope sheath manufactured by r. Wolf and k. Storz. A separate adapter is enclosed for use with resectoscope sheath manufactured by acmi. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations.¿ h11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ellik bladder evacuator was broken.